Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed but not reproduced by baxter personnel during product evaluation. The root cause was assigned to dirty prisms. The pump head module channel was cleaned and air in line printed circuit board verification was performed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Upon review of the event history by baxter personnel, it was determined that this condition caused an interruption of delivery. No additional information is available.